Manufacturer narrative:
Other applicable components are: : product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2014 explanted: product type lead product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6)2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The indication for implant was unknown. It was reported that the patient fell on a metal post outside on (B)(6) 2015. The post hit the patient¿s battery directly and now his right lead was completely out of range. An impedance check was run. Stimulation was not covering the right side anymore. The patient may need a revision. No further complications were reported.

Manufacturer narrative:
Additional information received suggests that the event is now considered a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Caller stated he received a letter asking him about an accident he had. Caller stated that he fell on his neurostimulator (ins) on a pole and something happened to one of the leads and was not working right. Caller reports he could not feel stimulation on the right side. Caller stated that they performed an x-ray and it showed nothing was disconnected. Caller stated that the lead was not working on the right side because he was not able to feel stimulation. Caller stated that he was going to have the device removed and have a new ins and lead implanted. Caller is working with a healthcare provider on getting a replacement device and lead. It was reported that the patient had 2 leads in his back.

Manufacturer narrative:
Other applicable components are: product ID 39565-65 (B)(4) implanted: (B)(6)2013 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2014 product type lead product ID 39565-65 (B)(4) implanted: (B)(6)2013 product type lead correction if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-10-19 reporting that there was not a scheduled surgery yet. It was noted that the right lead was still not working and may be revised at a later date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from a manufacturer representative on 2017-oct-03 that they tried to turn up stimulation on the right side but the patient did not feel anything at the highest voltage. There would possibly be a lead revision. It was confirmed that the initial report had been from the patient and the cause of the issues had been when the patient fell on a pole that hit their battery. No further complications were reported.